Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found; normal device function. Analysis of catheter ((B)(4)) revealed acceptable catheter testing; no anomaly seen. Analysis of catheter ((B)(4)) revealed a catheter slice cut; there is a slice cut located under the anchor, 27.5 cm from the distal tip. It was noted that the hole in the catheter was user related.

Event description:
The physician stated that the pt was not getting benefit from the device system and wanted it removed. The device system was removed. There was reported to be no pt injury and the pt recovered without sequela. The devices underwent routine analysis upon receipt; the pump contained normal saline as rec'd.